Event description:
As reported, the plug of a 7f exoseal vascular closure device (vcd) could not be released. Per preliminary image review, the plug appears to be partially released from the delivery shaft. There was no reported patient injury. There was no visible damage to the device or packaging prior to use. Angiography confirmed the femoral artery was suitable, with a vessel diameter =5mm and an appropriate insertion angle. There was no visible calcium, tortuosity, stent, or significant stenosis at or near the puncture site. The site had not been previously closed within 30 days and showed no signs of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. The exoseal vcd and sheath introducer were not removed together within 1¿2 seconds after deployment. No issues were noted upon device removal. The plug did not fall out, was not partially deployed, and was found fully inside the shaft. The indicator wire was not visible upon removal. The device will be returned for evaluation.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6 as reported, the plug of a 7f exoseal vascular closure device (vcd) could not be released. There was no reported patient injury. There was no visible damage to the device or packaging prior to use. Angiography confirmed the femoral artery was suitable, with a vessel diameter =5mm and an appropriate insertion angle. There was no visible calcium, tortuosity, stent, or significant stenosis at or near the puncture site. The site had not been previously closed within 30 days and showed no signs of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. The exoseal vcd and sheath introducer were not removed together within 1¿2 seconds after deployment. No issues were noted upon device removal. The plug did not fall out, was not partially deployed, and was found fully inside the shaft. The indicator wire was not visible upon removal. One non-sterile exoseal vascular closure device 7f involved in the reported complaint was returned for investigation. Additionally, one photo was provided for review. Per the picture analysis, the graphic material shows an exoseal 7f vcd already deployed, with the deployment lever fully depressed and the plug no longer present in the delivery shaft manufactured position, while the indicator wire was fully retracted. No other details could be observed in the images provided. Visual inspection of the returned device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. A non-cordis 8f catheter sheath introducer (csi) was returned for this evaluation. Finally, it was observed that the indicator window was received in the black/white/red position. During this visual analysis, no additional anomalies were observed to be reported. The functional evaluation could not be performed, as the unit was received completely deployed. A high magnification microscopic evaluation was executed to assess the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿vascular closure device (vcd) deployment difficulty-unable¿, was not observed through analysis of the returned device as the device was received fully deployed and the plug was not returned. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review, picture analysis, and product analysis, it is not possible to determine what factors may have contributed to the deployment difficulty, event reported, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. However, user-related factors (user error) such as the 8f sheath which was returned inserted into the 7f exoseal device may have affected the device. As stated in the indication for use (IFU), ¿the exoseal¿ vascular closure device is indicated for femoral artery puncture site closure, reducing time to hemostasis and ambulation in patients who have undergone diagnostic or interventional procedures using a standard corresponding french size vascular sheath introducer with up to a 12 cm working length.¿ the product description also includes, ¿note: the indwelling vascular sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath. The french size of the exoseal¿ vcd must correspond to the french size of the vascular sheath introducer in use.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling and could possibly affect the use of the device. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿the IFU provides the following caution: ¿(xi.7) if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site.¿ neither the picture analysis, nor product analysis, or the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.